Manufacturer narrative:
On-site investigation was performed by distributor's field service engineer (fse). The claimed issue was reproduced during troubleshooting - o2 concentration varies. According to information received in service report, nozzle units were determined to be defective. The device's logs were not provided for further analysis. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed at least once a year, or every 5000 hours of operation of operation, whichever comes first. According to the fse, the pm kit was never replaced by the customer and nozzle unit was broken. Our conclusion is that the failure was caused by the defective part, which resulted from not complying with the instructions in the service manual.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator had an issue with o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).